Event description:
It was reported that the pneumatic switch nipple is broken off. There was no case involvement and no adverse patient consequences.

Manufacturer narrative:
(Broken pneumatic switch) - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the device manufacturing records was conducted and the device met all finished goods release criteria.